Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) after a magnetic resonance imaging (MRI) test. The physician alleged that the battery depleted prematurely. This device was explanted and will be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided or when analysis is complete.